Event description:
Related manufacturer reference numbers: 1627487-2020-21879, 3006705815-2020-02342. It was reported that the patient was not receiving adequate pain relief from their system. The patient opted to use medication to manage their pain rather than the system. The patient underwent a surgical procedure in which their system was explanted.